Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient was having a MRI related to a device problem. It was noted that ¿apparently¿ the cables are loose or doing something. The patient noted that this was the third revision that they have had to have, so ¿they¿ want to put it in deeper than it is. The problem started in october of 2016 or a little before. The patient wants the implantable neurostimulator taken out if the health care provider ¿cannot get it to communicate.¿ information regarding previous revisions previously reported in regulatory report #s 3004209178-2015-16279 and 6000153-2016-00302.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.